Event description:
It was reported that during a mildly tortuous, concentric, de novo, mid left anterior descending artery stenting procedure, during post dilatation of a xience v stent, a nc trek balloon delivery catheter (bdc) was advanced without resistance. With the first inflation using a non-abbott syringe, reportedly, the balloon would not inflate at all[difficult to inflate] and contrast was seen leaking from the balloon [balloon rupture]. The nc trek bdc was removed without difficulty and another nc trek bdc was used for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).evaluation summary:the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem)imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Sem analysis was performed and the results suggest that the balloon failure may be attributed to mechanical damage to the outer surface. The longitudinal leak was over the distal marker along a fold crease. Based on the information reviewed, there is no indication of a product deficiency.